Manufacturer narrative:
The suspect device is expected to be returned for evaluation. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that during CT guided lung biopsy, the patient moved during needle withdrawal and the biopsy needle tip detached. A repeat CT confirmed the tip was retained and retrieval attempts under CT were unsuccessful. The patient was referred to surgery after recovery to remove the tip.